Event description:
Co's 220cc low profile implants in 1/81. Since the period of time pt had increased asthma attacks and development of neurological symptoms with tingling in the legs. Pt was diagnosed with multiple sclerosis in 1982. She required cortisone during flare-ups and was totally incapacitated. She also had pain in the left breast for the last 13 years. Pt also developed fibromyalgia. Pt has continued to have burning pain in the anterolateral breast, especially in the left axilla which radiates down the left arm. She has sifnigicant myalgias. She has a class 2 contracture on the right and class 3 on left. Ultrasound and xeromammogram examination shows definitive rupture on the left and intact implant on the right with no cervical adenopathy. A definitive rupture of the left implant, capsulectomy and implant removal is medically necessary.